Manufacturer narrative:
The insulin pump was received with a no motor movement and drive count alarms during rewind due to corroded motor home switch. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to no motor movement and drive count alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no motor movement or negligible movement. Retries to free a stuck motor failed. Customer blood glucose reading was unknown. Customer was not able to rewind but cleared the alarm. Insulin pump will be returning for analysis.